Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
When the surgeon was using product to implant the screw into the patient, the end of the drill sheared off. This is still in the end of the screw as the surgeon could not remove it.